Manufacturer narrative:
(B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. The customer settings on the vent was resumed and the vent had the used customer circuit still on the unit. The fsr was able to duplicate the issue with circuit disconnect in nasal CPAP mode. Upon further examination, the fsr found the tubing between the humidifier and customer circuit was loose. The fsr performed the operational verification procedure (ovp) which passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced a "disconnect alarm" while in use on a patient. The customer advised there was no patient harm associated with this event.